Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was moisture within the pump after the pump was dropped into the pool. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, a leak test was performed and failed due to a battery compartment leak. The pump's cover was removed and there was further moisture corrosion found to the power printed circuit board. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed on the display screen.